Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. The lot number as unknown. Therefore, the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. (B)(4). Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 15, 2006. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a distal radius surgery, it was observed that the torque limiter device uncoupled while the surgeon had it on a power tool device to remove a screw. It was further reported that the surgeon removed the torque limiter device from the power tool device and continued without it. There were no delays in the surgical procedure. It was not reported if there was a spare device available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.